Event description:
C-cc-bainf - balloon - inflation; it was reported that the balloon checked before insertion and found not to inflate.

Manufacturer narrative:
Customer report was confirmed. Balloon leakage was observed through a slit/cut, 0.015" in length, distal of the proximal bond.